Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a patient underwent an initial right tha procedure on (B)(6) 2010. Subsequently, the patient was revised due to pain and acetabular loosening on (B)(6) 2017. It was reported that existing stem from 2010 was retained. The femoral head and acetabular components were revised . This is a split case with zimmer inc, (B)(4), reference number (B)(4). Review of received data: - ap view pelvis ap view right hip and lat view right hip x-rays dated (B)(6) 2010; good position and alignment of the components. 42° inclination angle of the cup. No problems observed. - ap view pelvis ap view right hip and lat view right hip x-rays dated (B)(6) 2017; 47° inclination angle of the cup x-ray which is consistent with rotation of the cup. Cup is observed to be loose. Stem found to be in similar positioning for both radiographs. - primary surgical report dated (B)(6) 2010: patient has bmi=31.39. Severe osteoarthritis. Excellent bone quality. Significant subchondral cysts were encountered that required curettage and autogenous grafting. A 58mm cup was implanted into bleeding, hemispheric bed in approximately 40 degrees abduction and 20 degrees anteversion. The stem was placed lateral against the cortex keeping 15 degrees anteversion. The patient had optimal motion, stability and leg length. No complications were noted. - office visit notes dated (B)(6) 2017: the patient returned for a follow-up visit with pain noted to be 10 on 0-10 scale. Patient had elevated sedimentation rate and c-reactive protein. Also notes aspirations x2 that have dried. Unremarkable bone scan and MRI that demonstrated an effusion and edema. Surgeon notes high concern for infection and would like to have the patient undergo exploratory surgery to get tissue sample for culture and frozen sections. - office visit notes dated (B)(6) 2017: the patient returned for a follow-up visit with pain noted to be 8 on 0-10 scale. Patient would like to undergo the exploratory surgery due to failed conservative attempts for relief. No operative notes provided for the revision surgery. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product has been discarded. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: due an unclear involvement of the product in the reported event, it is not possible to perform a meaningful analysis for the patient. However, all possible causes that might be leading to the issues reported are listed in dfmea. Conclusion summary patient underwent a revision surgery of the right thr after 7 years in-vivo time due to pain and acetabular loosening. The pre-operative office notes and x-rays were reviewed. It has been shown that the revision surgery was due to acetabular cup loosening as confirmed by the notes and the x-rays. Further, there is no sign that the ceramic head played a role in the loosening of the cup. No problems related to the ball head noticed in the received x-rays. Moreover, pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis for pain regarding the ceramic head is therefore not possible. The investigation of the case involving the other components of thr is covered in zimmer inc, (B)(4) split case (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). *note: this is a split case with zimmer (B)(6)., (B)(6) reference number (B)(4).

Event description:
It was reported that a patient underwent tha hip procedure on the right side on (B)(6) 2010 and the patient underwent revision surgery on (B)(6) 2017 due to pain and acetabular loosening. It was reported that existing stem from 2010 was retained. The femoral head and acetabular components were revised.